Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with two prostyle devices using the pre-close technique prior to an interventional transcatheter aortic valve replacement (tavr) procedure via a 12f sheath. Reportedly, a cuff miss [suture-retrieval issue] occurred with both prostyle devices. The sutures of two additional prostyle devices were successfully pre-placed and the tavr procedure was completed using the same 12f sheath. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. Lot history record and exception reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional prostyle device referenced in b5 is filed under a separate medwatch report number.